Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: navistar catheter (model# and lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent a left ventricular outflow tract procedure with a smart touch unidirectional catheter and a bad or no ECG all channels occurred. During radiofrequency (rf) delivery in the outflow tract it was noted that all intracardiac signals and body surface ECG signals became saturated and impossible to interpret. The saturation lasted approximately 4-5 seconds and was on the bard ep recording system and the carto system. Once rf energy was stopped the signals returned to normal. Rf energy was then applied again for several deliveries and there were no more issues. The case was completed successfully with ectopics treated and ultimately terminated. This was a left sided case with transseptal puncture performed and no adverse outcome for the patient. Upon receipt of additional information requested, during the signal saturation, there were no ECG/EKG signals available for the physician to monitor the patient¿s heart rhythm. The event was transient. It only lasted a few seconds. Settings during the event include: temperature cut off 48 degrees, impedance cut off 250 ohms and power cut off 25w. The values when the event occurred are not known. Since the noise was on all the intracardiac and body surface channels and on both the carto and the bard ep recording system. There were also no other signals visible in order to monitor the patients heart rhythm. This is indicative of a reportable event.